Event description:
The customer reported that the device is being reset automatically. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. Once the device is received, an analysis will be performed, and a follow up report will be submitted at the conclusion of the investigation. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.